Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered on properly after battery installation. No frozen screen noted. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and self-test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 09/28/2025 15:01:17.000 through 09/30/2025 20:02:03.000, with several alarms noted. Line=752 file=121. Per software engineering log investigation, pump error 43 was generated due to incorrect hall sensor sequence, error with motor voltage regulator. Isolate to motor assembly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was found on the motor home switch, leading to pump error 43. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for frozen screen when no frozen screen was noted during testing. However, allegations for pump error 43 were confirmed when pump error 43 alarms were found in download history review, caused by corrosion on the motor home switch. Due to moisture damage, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) And screen got frozen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested, and customer response was the device will not be returned.